Event description:
It was reported that the ventilator while in use had an alarm indicating blower temperature high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).

Manufacturer narrative:
A blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The medical engineer reported that the filter was not dirty. However, after replacing the filter the alarm did not occur despite a test run for operation checking. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.